Event description:
It was reported that during an unknown case, the clip scissored. It is unknown how the procedure was completed. No patient consequences were reported. This is all the information available related to the event. No device returning.

Manufacturer narrative:
(B)(4).